Event description:
It was reported that during a surgery the device could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 02-jun-2026: further information was provied that the suture didn't go through the anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.